Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported the battery cable was broken. The monitor was originally returned for repair due to inaccurate readings when the broken battery cable was found. Since this event occurred at the service center, there was no patient involvement during this event.